Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding / abnormally heavy bleeding") and autoimmune disorder ("autoimmune issues") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("small post wall fibroids"). In 2010, the patient experienced depressive symptom ("psychological or psychiatric problems condition: I often experienced symptoms similar to depression"), social avoidant behaviour ("I also experienced social withdrawal type symptoms because of the pain and the abnormal bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("all of my joint pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, cyroablation on (B)(6) 2010 and total hysterectomy (uterus and cervix removed), salpingectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune disorder, social avoidant behaviour, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, dyspareunia, fatigue and weight increased outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, headache, dysmenorrhoea and abdominal pain lower had resolved and the depressive symptom and arthralgia was resolving. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, bladder disorder, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, social avoidant behaviour, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy in date of removal: (B)(6) 2017. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: reporter was added. Demographic conditions added. Insertion date was updated. Events: abnormal bleeding (vaginal, menorrhagia), depression, social withdrawal, abnormal bleeding, bladder or urinary problems, migraines, headaches, fibroids, device expulsion, dysmenorrhea, dyspareunia, fatigue, weight gain, abdominal pain lower. Surgeries were added. Event onset date and outcome were updated. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.